Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report check belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The root cause of the bent pins cannot be positively identified but is likely forcing the connector while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.